Event description:
During coil embolization within an unk aneurysm, difficulty was experienced to re-zip the delivery system. The physician thought the coil wasn't the right size and attempts were made to retrieve the coil. The product was withdrawn without re-zipping. The procedure was completed without any adverse consequence to the pt. Reportedly, the rhv valve was used on the end of the mc. No resistance was felt during advancing the delivery system into the mc. Continuous flush was maintained within the mc. There was no other info available. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.